Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 24 found on (B)(6) 2022. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to pump error 24. Unable to redownload history files and traces due to critical pump error (open book image) alarm. Confirmed pump error 24 in first traces on 07/05/2022 at 14:42:00.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 (j5 connector), motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and partially faded serial number label. Pump error 24 confirmed due to moisture damage. Unable to redownload history files and traces due to critical pump error (open book image) alarm. Moisture damage confirmed on pcba 1 (j5 connector), motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had alarm is generated when a power failure is detected error. Customer was able to clear the alarm and program the insulin pump. Customer inserted new battery. No harm requiring medical intervention was reported. The product was been returned for analysis.